Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported via phone call that the customer's weight has been changed to (B)(6).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they lost 100 units of insulin because reservoir must had a leak. The customer¿s blood glucose was unknown. Customer was advised that they can put in a request to replace the reservoir, but with us being out of stock. Customer was advised that the hospital will not have reservoir supplies. Reservoir will not be returned for analysis.